Manufacturer narrative:
The associated legion ps high flexion insert was not returned for evaluation. However, device details were provided. Therefore, the review of manufacturing records was conducted which did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a washout and revision of polyethylene insert was performed due to a large haematoma and soft tissue laxity. Patient experienced a blood clot post operative and then after being anticoagulated, has developed a very large haematoma inside the knee. This was excised and washed out, and new insert was inserted.